Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-jun-2024, it was reported that the patient faced infusion set was leaks on the tubing. The infusion set was in use on same day leak happened just a couple of hours. No further information available.

Manufacturer narrative:
Initial and final MDR 1920987 - device 2 of 2. E1: patient city: (B)(6). Patient country: united states.